Event description:
A cartridge alarm was reported by caller, causing concern over insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace pump, and customer opted to use multiple daily injections as a backup therapy.